Event description:
It was reported that 2,300 ser plastipak 5ml ll 40x8 al experienced the label or package smeared/print permanency (illegible), and incorrect expiration date (incorrect expiration date on product beyond specified shelf life). Product defects were noted prior to use. (B)(4)..

Manufacturer narrative:
H.6 investigation summary :batch history analysis (DHR), maintenance records and quality notifications were checked and no deviation was found for this batch. We received the photo sent by the client for evaluation, in this way it was possible to check the root cause for this failure mode occurred due to a failure in the machine that makes the marking, it registers the traceability of the batch in the packages. As a punctual situation was not detected by the associate involved in the process. The incident identified from this complaint will be monitored for trend assessment. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that (B)(4) ser plastipak 5ml ll 40x8 al experienced the label or package smeared/print permanency (illegible), and incorrect expiration date (incorrect expiration date on product beyond specified shelf life). Product defects were noted prior to use. The following information was provided by the initial reporter: during the production of cronodicasone depot, syringes with the wrong or illegible date of manufacture are found. The entry is classified due to productive need. (B)(4) units were classified and (B)(4) defective units were found.